Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported downstream occlusion, and returned one used sample of material 10011865, lot: unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and flow was observed. The complaint of fluid blockage could not be verified. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified without a replicated failure. It should be noted that microbore tubing can affect allowable flow rates in the system. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported occlusion. Description: rn entered room to IV pump alarming downstream occlusion. High pressure noted on pump. Rn checked piv site without redness or swelling. Rn disconnected IV tubing and flushed easily 10ml ns with good blood return. Rn changed filter on IV tubing and pressure limit went down. No patient harm.